Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On (B)(6)2026, the customer received unspecified lower scan result on the adc device in comparison to glucose reading of healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and was unable to self-treat, requiring unspecified injection administered by the hcp. On (B)(6)2026, an unspecified post-treatment glucose reading was obtained on an hcp meter. There was no report of death or permanent impairment associated with this event.